Manufacturer narrative:
(B)(4).

Event description:
It was reported that one measurement of high, out of range high voltage lead impedance was observed. The test was performed many times, but only the one measurement was observed. The physician elected not to take any action. The patient was in good condition.

Event description:
Additional information revealed that the high voltage lead impedance values are still high and out-of-range and the physician believed that it was caused by fibrotic capsule into the pocket. The patient medical condition is good.